Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ra lead became dislodged due to scar tissue. Lead was explanted and replaced.